Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified medication. It was reported that after the tubing set was connected to the patient, no flow of medication was noted. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.